Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and if the initial reporter also sent report to FDA are unknown.

Event description:
It was reported that the cassette was not attached properly. There was no patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the battery door. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Defective and inoperable dso (downstream occlusion) sensor was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120 h4: correction: device manufacturing date: 17-may-2021

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached to complaint object: no patient involvement. All issues found during testing. Device manufacturing date: 17-may-2021.